Event description:
Bone quality was type iii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was not achieved. Osseointegration was not achieved. Per the retuned form, augmentation procedure was not performed at time of surgery although the form does indicate the site was grafted and a membrane was used.